Event description:
Journal reference: hariz mi, krack p, alesch f, et al. Multicentre study of thalamic stimulation for parkinsonian tremor: a 6 yr f/u. J neurol neurosurg psychiatry. 2008;79(6):694-699. To evaluate the results of ventral intermediate (vim) thalamic deep brain stimulations (dbs) in pts with tremor predominant parkinson's disease (pd) at 6 yrs post surgery. This was a prolonged f/u study of 38 pts from eight centers who participated in a multicentre study, the 1 yr results of which have been published previously. This long term study was designed to evaluate the add'l effect of thalamic dbs on tremor in pts taking their regular antiparkinsonian medication. Reportable event: adverse events related to the device included 17 replacements of the stimulator because the batteries expired. See mfg report 2182207-2008-03776.